Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported detachment was confirmed. The reported sheath/guide detachment, difficulty removing the closure device and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cerebral angiogram. Reportedly, the proglide device broke between the sheath and the guide at the area of the foot. The rubber (sheath) was stuck in the tissue tract for a moment as the feet were released in the tissue tract due to the break. A surgical incision was performed to remove the broken piece of the device. Manual arterial compression was applied to achieve hemostasis. The operator is reportedly trained in the use of the proglide device. No additional information was provided.